Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00248: nail.

Event description:
While implanting a polarus 3 nail, the surgeon encountered difficulty with the targeting locking bolt. The nail came unattached from the locking bolt and could not be reattached. The screws were inserted without the use of the targeting block. There was an hour delay in the surgery as result.